Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2017, in order to place a longer abutment on the fixture.

Manufacturer narrative:
The reported adverse is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previously product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. No ocular inspection of the returned product is therefore deemed necessary. No deviations that explain the reported issue is found. There are no indications that the reported issue is related to any device failure. Excessive skin thickening and skin growing over the abutment are common complications with baha implants. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. There are no indications that a product failure has contributed to the reported issue. (B)(4).